Manufacturer narrative:
It was concluded that the fracture of the drills most likely occurred in overload. An overload fracture can occur if the mechanical loads applied to the drill exceed the strength of the material. The length of the instrument prohibited microscopic examination. This is not a single use device and drills have a limited lifespan, therefore drills should be replaced periodically based on use and sharpness. The exact cause for the fracture is unknown and could not be determined from the information provided.

Event description:
It was reported that the drill fractured which extended the surgery time by 60-90 minutes.